Event description:
During an atrial fibrillation ablation procedure, a tamponade occurred, and a chest drain was placed. At the end of the procedure, the patient became hypotensive, and an ultrasound tee revealed a tamponade. The origin is likely related to advancement of the ablation catheter between the two layers of the pericardium during passage from the right to left atrium. A chest drain was placed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.